Event description:
It was reported, the deflectable videoscope had image failure and screen turned pink. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device, and there were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device was returned and the evaluation found image failure where the screen turns pink due to irregular color tone, and adhesive around the objective lens is peeled due to deterioration or breakage of the adhesive chemical or physical stress. Should additional relevant information become available, a supplemental report will be submitted. Establishment name: ((B)(6) hospital); added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possible causes of the suggested event "image failure (screen turns pink)" are the failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side. Additionally, it is likely that the event "glue of the objective lens is peeled off" caused by external factors or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual ¿chapter 3 section 3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.